Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/12/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported: packaging labeling identification. An opened box of product code mcp292, lot mjk691 with thirty-six unopened samples of product code mcp497, lot mjk921 were returned for analysis. During the visual inspection of sample, a mismatched between box (code mcp292, lot mjk691) and the foils (code mcp497, lot mjk921) were observed. For this reason, a characterization of samples was conducted, and the following was observed: thirty-six unopened foils of product code mcp497, lot mjk921 were examined and no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected. Also, all samples were examined by needle characteristic on point type, needle type and needle curvature and suture characteristic and the product contained in each packet belong to product code mcp497, lot mjk921. In addition, the packaging date of lot mjk691 (box) and the packaging date of lot mjk921 (foils) were on september 4, 2018. Also, the packaging date were reviewed, and it was noted that the product in both lots were packaging consecutively. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According the sample condition, the assignable cause of the packaging labeling identification is a mixed batch.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic sigmoidectomy procedure on (B)(6) 2018, and a suture was used. During surgery, the suture was found in the packaging labeled for a different product code and needle type. There were no adverse patient consequences reported. No additional information was provided.